Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that loss of capture was noted on this lead about 3 weeks after implant. A lead reposition was planned and occurred on (B)(6) 2015. During lead reposition, the lead was intermittently capturing and the implanter had a difficult time finding a good place in the heart. A new atrial and ventricular lead were implanted and the solox lead was removed. The device was reconnected to the rv lead but it would not pace outside of the pocket since automatic lead control had not been deactivated prior to removing the device from the lead. The doctor did not try to place the device inside the pocket as he was not aware that the device had flipped to unipolar. The patient subsequently went asystole and had to be paced externally and had to undergo CPR. The lead was then removed from the device and connected back to the analyzer for pacing. The old device was not reused as it may have been contaminated during CPR. The patient is doing fine and was in clinic this morning with no issues with his new leads and new device.

Manufacturer narrative:
The analysis of the pacemaker and the lead did not reveal any sign of a material or manufacturing problem.the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction.the performance of the lead was scrutinized. In the course of the analysis of the lead, no deviations were noted. The lead proved to be without fault throughout its inspection. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications.